Event description:
The customer reported that the system's monitors would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The pins at the connection of the terminal side to the interconnect cable were repaired and reconnected. The system was tested and found to be working as intended and put back into service.